Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: 6f. Stent: xience v 3.5x23. Evaluation summary: evaluation of the returned product found peeling on the distal balloon shoulder and taper. The hypotube was kinked 5cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water was used to pressurize the balloon catheter and fluid was seen leaking out of a pinhole in the distal balloon shoulder. There was a longitudinal scratch, 1 mm in length, through the pinhole. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units are destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use; however it was noted that the balloon was not soaked prior to use. It should be noted the nc trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is likely that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material peeled. Additionally, it is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmospheres, which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure.

Event description:
It was reported that during a mid left anterior descending artery stenting procedure after implantation of a 3.5x23 xience stent in a moderately tortuous vessel and a moderately calcified lesion, the nc trek rx balloon ruptured during the first inflation at 6 atmospheres. A second trek balloon dilatation catheter was used successfully. There was no adverse patient sequela reported. Although requested, there was no additional information provided.